Manufacturer narrative:
The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation to obtain more detailed information regarding the reported events is ongoing.

Event description:
The service center was informed that during a reprocessing and infection control in-service conducted with an olympus endoscopy support specialist (ess), the user facility reported that two septic patients were admitted after undergoing procedures. The user facility reported that the scope is washed in water, its channel is also brushed in water, the scope is then placed in disinfectant, sterilized with glutaraldehyde for 30 minute, the scope is brushed again in high level disinfectant and finally rinsed off in water. The patients course of treatment is unknown. In addition, during the visit the ess observed the user facility¿s reprocessing methods and noted the following deviations: the facility was not correctly pre-cleaning, leak testing, using detergent, manual cleaning or storing the scope. The ess reported that facility does not currently have a leak tester, or storage cabinet. The ess covered infection control information referenced in the manufacturer¿s user manual and reprocessing manual.